Event description:
The pump was returned to service reporting the unit powers off by itself. The facility stated that the device powered off during routine testing by biomedical engineering. No patient injury has been reported. The facility has no reports that the device powered off while in patient use. No additional details available.